Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. Ts reviewed the diagnostic report (drpt) with the customer and found no error codes. Ts found that the unit's fan is operational. Customer has ran the unit and can not duplicate the reported issue. Ts recommended customer clean all dust from the unit and replace the filters. Ts advised for customer to run the unit to attempt to duplicate issue and to perform a complete performance verification test (pvt). Customer told that if issue continues to call back for further assistance. Customer has not reported any further issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit alarmed blower high temperature. The customer reported there was no patient involvement.